Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic cyst gastric bypass procedure performed on (B)(6) 2022. During the procedure, the proximal flange would not extend from the scope channel. Due to patient's hiccups, the flange deployed in the cyst fell into the stomach and then the fully deployed stent fell into the stomach. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: the hot axios delivery system was received for analysis; the stent was not returned. The delivery system was received in position "4". Visual examination of the returned device found the inner sheath kinked. Functional inspection was performed; the catheter passed through the luer without resistance and the delivery system was moved without problems or resistance. A dimensional inspection was performed and the length of the black marker and the inner diameter of the outer sheath were measured to be within specification. No other issues were noted to the delivery system. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure such as the interaction with the scope. The reported event of stent positioning issue could not be confirmed because this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper stent placement is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on february 15, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic cyst gastric bypass procedure performed on february 15, 2022. During the procedure, the proximal flange would not extend from the scope channel. Due to patient's hiccups, the flange deployed in the cyst fell into the stomach and then the fully deployed stent fell into the stomach. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.